Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured on third inflation. It was further reported that the pta balloon allegedly detached at the proximal side of the catheter and prolapsed over the end. Reportedly, all the broken parts of the balloon were removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was received for evaluation. The balloon was noted to be broken away from the proximal glue joint and inverted at the distal tip. A frayed fiber was noted to the proximal joint. Due to the nature of the complaint, no functional testing was performed. One photo was provided and reviewed. The photo shows the atlas gold device with the balloon broken away from the proximal joint and inverted. Blood residue is seen on the balloon. Therefore, the investigation is inconclusive for the reported balloon rupture as no functional testing could be done due to the condition of the device. However, the investigation is confirmed for the reported break as the balloon is seen broken away from the joint at one end and inverted. A definitive root cause for the reported balloon rupture and break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2026). H11: d2b (dqy;lit). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured on third inflation. It was further reported that the pta balloon allegedly detached at the proximal side of the catheter and prolapsed over the end. Reportedly, all the broken parts of the balloon were removed. There was no reported patient injury.